Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that pt experienced a hypoglycemic event for which paramedics had to be called. Paramedics administered juice to pt and no hospitalization was required. Pt's mother did not collect any cgm or bg values around the time of the episode. During her call to dexcom technical support pt's mother reports that pt was doing fine.